Event description:
It was reported that the patient reported several instances where it was suspected that the patient's bluetooth was 'interfering' with the patient's device. The recommendation was made to keep the bluetooth device at least six inches from the patient's implanted device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).